Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c7 communicating segment of the left internal carotid artery. The max diameter was 7mm, and the neck diameter was 4mm. The landing zone was 3.8mm distal and 4.3mm proximal. The patient's vessel tortuosity was strong.  It was reported that after it was delivered to the target site with a microcatheter. Deployment was attempted, but the pipeline tip had a deployment defect, so the device was collected. The pipeline was positioned in a bend and more than 50% had been deployed when it failed to open. No additional steps were taken to open the device. It was noted that resistance was present, and the stent tip was distorted/damaged. There were no particular abnormalities noted in the catheter. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s; (lot: 228467637); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance occured during delivery. The catheter resistance was in between the middle and distal section. The cause of the event may be due to the fact that the distal end of the ped was located in the flexion area when the ped was deployed, and the deployment was performed in a bent state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.